Event description:
It was reported that the device was explanted and replaced due to pocket infection. The cause of infection was unknown. There were no adverse consequences to the patient. No further information was reported.